Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The piece of instrumentation on which the hourglass is mounted for the coupling torque of the stem with the proximal body does not work, the threaded cap is completely stuck and cannot be unscrewed, the torque cannot be applied as it should be.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: according to the information received, "the piece of instrumentation on which the hourglass is mounted for the coupling torque of the stem with the proximal body does not work, the threaded cap (indicated in the image) is completely stuck and cannot be unscrewed, the torque cannot be applied as it should be." The product was not returned to medtech orthopedics, however photos were provided for review. See ¿source file - reporte de novedad clinica san rafael¿. The photographs attached were reviewed, however they do not represent the reported complaint condition. Therefore, the investigation could not draw any conclusions about the reported event due to the insufficient evidence provided. The provided evidence was not sufficient to confirm the reported event of unable to jammed/seized. Functionality issues cannot be evaluated through a photo investigation. Since the device was not returned, a dimensional inspection cannot be performed. The overall complaint was not confirmed as the photographs provided are not representative of the reported complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the complaint condition. As part of medtech orthopedics quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.